Manufacturer narrative:
Evaluated one open and used reservoir. Reservoir was partially returned. Customer returned empty barrel only. I was unable to verify leakage anomalies to reservoir. Stopper-plunger, plunger and set of o-rings and transfer guard not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the reservoir was leaking and feels damp in the reservoir compartment. Customer stated that the o-rings are not in the reservoir. The reservoir will be returned for analysis.